Event description:
Product problem: unable to retract jacket during deployment. The jacket broke during retraction. This was the second device used. The device was successfully removed and the case was aborted.